Event description:
Original report: when powered on, all leds flash on and off, unable to reset, no volume being delivered- not connected to patient at time of failure, found during bench test. Follow-up information: while connected to patient "ventilator refused to stop alarming. Digital display flashed at all times. Event with silence/reset button depressed ventilator continued to alarm and flash lights. Ventilator was pulled. At 0800 ventilator was again tested, passed test. Ventilator was turned off. Upon depressing on study button ventilator lights were flashing unable to reset". No patient harm reported, inop alarm was activated; note with vent states "ventilator lights flash continously, vent inop lights remain on." Additional follow up: rt was doing his rounds when he heard alarm sounding. He was unable to clear the alarm condition and vent was not delivering volume. He removed the patient from the vent, ambu-bagged, switched to another vent. No patient harm. Rt took vent to his office to de testing but was unable to clear the constant alarm condition.